Event description:
It was reported that the plastic over the bd omnitrope® pen 10 numbers "popped out" during use. The following information was provided by the initial reporter: "moc called in requesting replacement pen 10 d/t to age, then mentioned that clear windown over "numbers" popped out."

Manufacturer narrative:
H.6. Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plastic over the bd omnitrope® pen 10 numbers "popped out" during use. The following information was provided by the initial reporter: "moc called in requesting replacement pen 10 d/t to age, then mentioned that clear window over "numbers" popped out."